Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unexpected reset occurred. Customer will reportedly load a new cartridge at a later time. Customer¿s blood glucose level was 121 mg/dl.